Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Per china aer database: the hospital reported the unit shutdown during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply was replaced to correct the reported event.